Event description:
The customer alleged that the unit was leaking cidex opa at the bottom of the reservoir. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill: capital equipment, evaluated at customer site. The fse found asp aer leaking cidex opa from the heater on the tank assembly. The fse removed and replaced the tank assembly. The fse ran wash and disinfect cycle. Unit performs within manufacturers specifications. Results - tank.